Manufacturer narrative:
Quality assurance product analysis received and examined the returned low pressure connector tube assembly, lot number 166465. Visual examination determined that approximately 1 inch of the tubing had been cut away from its original structure. The reported particulate was removed by the customer and placed into a vial prior to returning for evaluation. Further examination of the particle determined that it was degraded resin from the tubing extrusion process. Comparison of the particle with the inside diameter of the range of catheters used for radiology injection concluded that the potential of injection into the patient exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
The site reported the following: after opening the CT syringe kit and on preparation of the tubing for injection, a foreign body was seen in the tubing. No injury or adverse event was reported.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particulate at this time; however, the product is scheduled to return to (B)(4) for a full evaluation. Once the evaluation is completed, a follow up report will be submitted.